Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump had damage. Customer¿s reported that they experienced high blood glucose level of 390 mg/dl. Customer stated ring around the reservoir is damaged and not holding the reservoir in correctly. The customer was assisted with troubleshooting. Customer stated part of the reservoir ring keeps popping off. Customer states the pump does show signs of physical damage. Customer stated that reservoir is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, serial number label missing, end cap address label missing, broken reservoir tube lip and minor scratches on lcd window.